Manufacturer narrative:
(B)(4): anvil crimp. The analysis results found that the ats45 device was returned with the anvil in the closed position without preload and extended as the anvil crimp was noted to be insufficient. In addition, an unfired reload was received. The anvil was manually reinserted on the device and the device was tested for functionality with the returned cartridge reload. The device fired, cut and formed all the staples as intended. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a left nephrectomy procedure, the device failed to fire and was difficult to open. The jaws looked to be out of alignment. Another device was used to complete the case with no patient consequence.